Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "peep not met/circuit leak -2090" and "apnea -2076" advisory alarm messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. A system interconnection cable and user interface module board were replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.